Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the meter remote has been returned and evaluated by product analysis on 04/06/2016 with the following findings: a review of the pump black box data revealed consecutive cs 054/052/012 call service alarms. During testing, the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The pump case was removed, and no intermittent conditions were found on the printed circuit board or cgm module. Evidence of the complaint was found in the black box; however, the complaint was not duplicated. (B)(4).